Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the likely cause for the falsely elevated tsh result is heterophilic antibody interference. The tsh dimension(r) flex(r) reagent cartridge instructions for use contains the statement: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed." The instrument is performing within specifications. No further evaluation of the device is required

Event description:
A falsely elevated thyroid stimulating hormone (tsh) results was obtained on a patient sample. The result was reported to the physician. The individual was subsequently tested on an alternate system and a lower result was obtained within the normal range for tsh. Patient treatment was altered on the basis of the elevated results. The patient's thyroid medication levels were raised on the basis of the elevated result and lowered to original levels after the testing on the alternate system. There was no report of adverse health consequences as a result of the falsely elevated tsh result.